Event description:
Related manufacturer reference number: 3006705815-2022-16459. It was reported the patient experienced ineffective therapy with their scs system. X-ray confirmed lead migration. In turn, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.